Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 111 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; unable to push the plunger. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Customer was advised the alarm might have been caused by a reservoir occlusion. The reservoir would be replaced and return for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.